Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. A deformed outer conductor coil was found 8cm distal to the is-1 connector pin, which most likely resulted from mechanical forces applied during the surgery. However, a thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The insulation was, apart from the present cut, free of breaches. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported by boston scientific: it was reported that atrial oversensing and noise were detected on this lead beginning in (B)(6) 2020. Lead impedance decreased, and a lead insulation damage was suspected. The lead was explanted due to oversensing with pacing inhibition.